Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after exchanging the guidewire, circulatory collapse occurred, followed by cardiac arrest. Resuscitation efforts were performed yet were unsuccessful. Subsequently, the procedure was converted to open-heart surgery. Additional information was received that per the physician, the non-medtronic guidewire compressed the native valve leaflets causing regurgitation, a drop in blood pressure and myocardia ischemia leading to circulatory collapse. Additionally, the delivery catheter system (dcs) and valve did not cause or contribute to the circulatory collapse and cardiac arrest; however, circulatory collapse occurred prior to deployment of the valve. It was noted that the patient had a history of coronary stent implantation which contributed to the circulatory collapse and cardiac arrest. Additional information was received indicating that the cardiac arrest began prior to insertion of the dcs. The guidewire was exchanged as the stiff medtronic guidewire had not been regionally introduced. Additional information was received that a non-medtronic guidewire was used for the procedure. The regurgitation observed on the native valve was severe and subvalvular, attributed to the non-medtronic guidewire.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The guidewire used during the procedure was not manufactured by medtronic. There is no evidence to suggest a medtronic guidewire caused or contributed to a death, serious injury or malfunction. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after exchanging the guidewire, circulatory collapse occurred, followed by cardiac arrest. Resuscitation efforts were performed yet were unsuccessful. Subsequently, the procedure was converted to open-heart surgery. Additional information was received that per the physician, the non-medtronic guidewire compressed the native valve leaflets causing regurgitation, a drop in blood pressure and myocardia ischemia leading to circulatory collapse. Additionally, the delivery catheter system (dcs) and valve did not cause or contribute to the circulatory collapse and cardiac arrest; however, circulatory collapse occurred prior to deployment of the valve. It was noted that the patient had a history of coronary stent implantation which contributed to the circulatory collapse and cardiac arrest. Additional information was received indicating that the cardiac arrest began prior to insertion of the dcs. The guidewire was exchanged as the stiff medtronic guidewire had not been regionally introduced.